Manufacturer narrative:
Insulin pump received with missing segments or partial display due to moisture damage on the electronic and motor assemblies. Unable to perform the displacement test and self test due to missing segments or partial display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping with lines on it and it went blank. The customer¿s blood glucose was unknown at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be return for analysis.

Event description:
The customer's weight information has been changed to (B)(6).